Event description:
Additional information reported that the cause of the type I proximal endoleak was a reverse funnel proximal neck seen on angio, confirmed by > 10% enlargement of diameter at 1cm.

Manufacturer narrative:
Product problem added and type ia endoleak was added.

Event description:
Additional review confirmed that a type ia endoleak was noted during the index procedure. Endoanchors were implanted and the endoleak resolved.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etbf2816c145e, (B)(4); etlw1613c93e, (B)(4); etew1313c82e, (B)(4); etlw1610c93e, (B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 52.3 mm diameter abdominal aortic aneurysm. Six aptus endoanchors were prophylactically implanted during the same procedure. It was reported that during the index procedure, the patient experienced vascular trauma. After the insertion of another manufacturer's sheath both sides were occlusive in the iliac system and the patient did not have good runoff. The patient received treatment. The physician performed arteriotomy and endarterectomy of the common femoral artery to superficial femoral artery bilaterally. The event was resolved. The investigator assessed the vascular trauma to be related to the placement of the sheaths during the index procedure. It was also noted that the patient had small arteries that were also calcified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.